Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, after a few minutes of use, the fiber stopped firing. It was noted that the pilot light was on, no error codes were displayed, but fiber was no longer firing. The fiber was replaced, and the procedure was completed using another fiber with no patient complications. Analysis of the returned fiber identified that the glass cap was detached.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber identified the glass cap was detached. The detached cap was not returned. The metal cap exhibited severe charred detritus adhesion on its surface, indicative of tissue contact. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass and metal caps detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results and information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.